Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted significant adhesions between the omentum and the mesh making visualization difficult. The surgeon had to perform extensive lysis of adhesions to even identify the location of the hernia recurrence. It was reported that the patient experienced severe pain, discomfort, nausea, diarrhea, chills, loss of appetite and extreme weight loss. No additional information is provided.